Event description:
The customer reported she received a lost sensor alarm and her blood glucose was 426 mg/dl. The customer corrected by changing the set and delivering a bolus. Troubleshooting was performed and it was found the insulin pump was not receiving data from the transmitter. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor passed per specifications with accurate readings however, found the sensor cannula bent. Unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.